Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the care giver was sick when hooking up the patient up and the transfer set was left open. The patient was not hospitalized for the event. The patient was treated with vancomycin (dose, route and frequency not reported) for peritonitis. At the time of this report, the patient has recovered from the peritonitis event. Dianeal therapies were ongoing. It was not reported if the patient was retrained on aseptic technique. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.